Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the green button was pressed in readiness to fire but the ring handle could not be squeezed. Closed inspection revealed a prefire as evidenced by stapling legs slightly protruding from the cartridge at the proximal end of the load. A new reload and handle were opened to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There was a staple protruding from proximal staple cartridge channels. Functionally the reloads were loaded into the listed instrument, the interlocks were overridden, and the reloads were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the green button was pressed in readiness to fire but the ring handle could not be squeezed. A new reload and handle were opened to resolve the issue. There was no patient injury.